Event description:
I had inspire sleep apnea device implanted (B)(6) 2022 and activated (B)(6) 2022. Since having the implant installed, I have had trouble with electrical shock, itching at the incision site and pain when in use. I have followed directions from inspire representative, sleep doctor, and patient care specialists. To this day I have not been able to use this inspire device. I have even changed doctors, and I am still having the same problems. After not using it for 2 years I was told I had to start the therapy over, from day 1 the problem has reoccurred. At this point I believe the product is defective. I can't get any help anywhere and am reporting the implant to the FDA. I went to the sleep clinic on (B)(6) 2023 I was sent home because the inspire wasn't working. Since then, I have not been able to use the inspire. I have not had a sleep study done for the inspire and I am finding it hard to find a doctor to adjust or remove it.